Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the implanted pump was out of service. The patient had an appointment scheduled for (B)(6) 2014, where troubleshooting was to be done. The reporter did not know the nature of the issue. It was later reported that at a refill on (B)(6), the nurse withdrew 7ml, which was more than expected. The nurse filled the pump and, at the next refill on (B)(6), the pump still had 20ml in the reservoir. The nurse left the pump empty and nothing more was done at that time. At the appointment on (B)(6) 2014, the pump was interrogated and the logs were read. There were no logs indicating that a motor stall or any other issues occurred. The managing physician and implanting surgeon were consulting to make a decision about further actions. At the time of this report, the patient was fine but not receiving therapy.